Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received five inappropriate shocks. Upon session episode review and chest x-ray review, rv lead dislodgment was confirmed which resulted in the patient receiving the multiple inappropriate shocks. Patient had emotional and physical pain due to the multiple inappropriate shocks. Patient was sent to an electrophysiologist. Lead revision was performed where the lead was repositioned. This is the second lead revision the patient has experienced where the first revision was performed on (B)(6) 2018. Device tachycardia therapy issue was disabled to prevent further inappropriate shocks. Patient was stable.